Event description:
The initial reporter received questionable results from two coaguchek xs pro meters compared to a laboratory using stago diagnostica neoplastin ci plus reagent. Patient 1: using meter (B)(4): the meter result was 5.3 inr and the laboratory result was 3.5 inr. Patient 2: meter serial number (B)(4): patient was (B)(6) male born on (B)(6) and weighing (B)(6). On (B)(6) 2019, the meter result was 6.3 inr and the laboratory result was 3.9 inr. The doctor waited for the laboratory result to make adjustments in warfarin dosage. There was no allegation of an adverse event. The patients had no signs of a high inr. There were no diet changes, no changes in health, and no medication or warfarin. There were no known concerns with lupus, antiphospholipid antibodies, hematocrit levels, and there were no other blood thinners for either patient. The suspect product was requested to be returned for investigation. Replacement product was sent. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.